Event description:
It was reported that for the last ten days the caller reported a ¿weird¿ pain on the buttocks. This was the same pain the patient had pre-op, and now it was back. The patient denied any falls or trauma. The information indicated that the patient met a manufacturer's representative previously ¿the other day¿ for 20 or 30 minutes. The patient was happy the manufacturer's representative could help. Now, it seemed the patient wanted to meet the manufacturer's representative again for this ¿weird¿ pain. The patient called the doctor (B)(6) 2015, and he was told to call the manufacturer to have a manufacturer's representative come to the office to adjust stimulation. The patient was redirected to the healthcare professional (hcp) to request a manufacturer's representative for reprogramming, the patient became angry, stated he could not wait until next thursday for an adjustment, and hung-up. The patient was seen two times pre-operatively and one time post-operatively. The manufacturer's representative had not spoken to the patient in between the time they met with the patient last, and the time the patient just called (B)(6) 2015. Later, the healthcare professional (hcp) noted that there was a 50% or greater symptom reduction. The cause was not determined; however, the hcp considered it non-device related. Reprogramming was not needed. It was described as ¿resolved.¿ the hcp made an unclear selection on the form submitted. It was not certain if they had selected that there was no loss of stimulation and no loss of therapeutic effect or if they were indicating a lack of knowledge regarding if the loss of stimulation and/or loss of therapeutic effect was gradual or sudden. However, the patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97791, lot# n406897, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).